Manufacturer narrative:
Additional information for this event can be found in related manufacturing reference number: 2017865-2023-11947.

Event description:
It was reported the patient presented for defibrillation threshold (dft) testing after medication changes. During testing, the implantable cardioverter defibrillator (ICD) failed to convert the rhythm and the patient required external defibrillation. After the third attempt, the ICD delivered an alert for possible high voltage circuit damage. The ICD was explanted and replaced. There were no patient consequences.